Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), hydrogel foley catheter label sticker. Visual inspection of the one-photo sample noted that the label states an inflation volume of 10 ml and a balloon size of 5 ml, which is within specification. The balloon size (5 ml) refers to the nominal or intended balloon volume during normal use, and the inflation volume (10 ml) refers to the maximum allowable inflation volume per the manufacturer¿s design specification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon size on the packaging states it was an 5ml, but balloon in the picture it says 10ml. No impact on patient but confusion for the clincian as it gives different instructions.

Event description:
It was reported that foley catheter balloon size on the packaging states it was an 5ml, but balloon in the picture it says 10ml. No impact on patient but confusion for the clinician as it gives different instructions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter phone is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon size on the packaging states it was an 5ml, but balloon in the picture it says 10ml. No impact on patient but confusion for the clincian as it gives different instructions.